Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit ii 2ml with 24x1 from lot number 2329189 regarding material number 300844 with the reported issues of air bubbles, leakage, plunger movement difficulty. The device history review of material number 300844 with lot number 2329189 was checked and there was no quality notification found on this lot number 2329189 from its production date to end of dispatch. The investigation and simulation were carried out on two retention samples where the investigating team has use one sample for plunger movement force and plunger movement force found with in limit. One sample was tested for leakage and no leakage was observed in the sample. The investigating team has visually checked the samples for air bubbles and no air bubble was found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that 2 bd discardit¿ ii syringes had issues with air entering them during the blood draw. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "complained that while using the syring for blood sample collection air is coming into the syringe... While collecting blood from arterial line lot of air is coming which leds to the loss of line."

Event description:
It was reported that 2 bd discardit¿ ii syringes had issues with air entering them during the blood draw. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "complained that while using the syring for blood sample collection air is coming into the syringe while collecting blood from arterial line lot of air is coming which leds to the loss of line."

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.